Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. One anteriorposterior and two lateral x-rays were provided; however, exact dates for these images could not be provided. The lateral images show the superior anchor has backed out anteriorly. No determination can be made as to the cause of the reported issue.

Event description:
It was reported that an anchor had backed out of the coalition mis spacer post-operatively. A revision surgery is not planned.